Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital due to unrelated issues. Upon interrogation, the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing on the ventricular lead. No intervention was performed. It was also noted that the patient was admitted to hospital on (B)(6) 2018 for an unrelated issue. Upon device interrogation on (B)(6) 2018, noise episodes were noted on the right ventricular lead that were unrelated to t-wave oversensing.